Event description:
It was reported that during a surgical procedure at the user facility a piece of the device broke and remained in the patient. There was no information available regarding patient involvement, delay, medical intervention, and adverse consequences.

Manufacturer narrative:
H6: the device was not returned for investigation. The quality investigation is complete.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned.

Event description:
It was reported that during a surgical procedure at the user facility a piece of the device broke and remained in the patient. There was no information available regarding patient involvement, delay, medical intervention, and adverse consequences.